Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to chest pain and shortness of breath. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that there was possible undersensing on the right atrial (ra) lead seen on the presenting electrograms (egm). Also noted was a false left ventricular (lv) lead impedance alert on the cardiac resynchronization therapy defibrillator (crt-d). The crt-d system currently does not have a lv lead placed and the lv device port is plugged with a pin plug. The device and lead remain in use. No patient complications have been reported as a result of this event.